Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: the answer is yes to did the stapler deliver any staples, once tissue started to bunch up in the jaws the surgeon stopped the firing sequence and reversed the knife blade. They removed this cartridge and replaced it with another blue reload. The same thing happened and the surgeon stopped the firing sequence and reversed the knife blade. Some staples had formed and some staples had not as a result of not completely firing the device all the way to the end.

Event description:
It was reported that during a laparoscopic gastric bypass single loop. The plee60a misfired using gst60b when reloaded with another reload it also misfired. Swapped to different brand to finish stapling and complete the operation. Misfired at firing number 9 and 10 using gst60b. No harm or injury to patient and no change to care of patient.

Manufacturer narrative:
(B)(4). Date sent: 09/10/2021. D4: batch # u5f80k. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with two gst60b reloads present. The reload (a) was received fully fired. The reload (b) was received partially fired 2/3. The returned device and reload (b) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.